Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room for reasons unrelated to the device, the patient was in bradycardia with rate of 30's not in a state to communicate any particular symptoms caused by this. The right ventricular lead exhibited total loss of capture could be the cause d by the patients poor health. The patient would be monitored. Reprogramming was attempted with no results. No additional information was available.